Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm removed the compressor and found the vacuum head in reverse position. To address the issue the stm corrected the compressor vacuum head, cleaned and reassembled compressor. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by the facility in-house biomedical engineer, that the safety disk leak test on a cs300 intra-aortic balloon pump (iabp) failed. Since the event occurred during pm, there was no patient involvement and no adverse event was reported.